Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of event was not reported. The patient was treated with vancomycin injection (500mg/stat/intraperitoneal) discontinued and ceftazidime injection (500mg/three times a day/intraperitoneal) still ongoing. It was not reported patient was hospitalized for suspected peritonitis. At the time of this report, suspected peritonitis outcome was unknown. Same pd is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7, h6 and h11. B5: upon follow up, it was reported the antibiotic ceftazidime was discontinued. The patient recovered from cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.